Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "long-term clinical outcomes of endoscopic submucosal dissection for colorectal neoplasms in 423 cases: a retrospective study". The literature reported the result of 423 patients with colorectal neoplasms of endoscopic submucosal dissection (esd) procedure using olympus kd-610l between 1998 and 2008. In the subject case, 1 case of perforation that underwent to emergency surgery occurred. Omsc will submit a medical device report (MDR) depending on the event.